Manufacturer narrative:
The investigation is ongoing. The valve remains implanted.

Event description:
As reported by a field clinical specialist, approximately 3 years and 6 months post transfemoral tavr procedure with a 29mm sapien 3 valve in the aortic position, the valve was stenosed. A new 29 sapien 3 ultra resilia was implanted in a valve-in-valve (viv) procedure without issue. Per the fcs, the perceived root cause of the stenosis was calcification likely as the patient was on dialysis. Prior to the viv procedure the patient was symptomatic with shortness of breath. The stenosed valve had mild regurgitation, a gradient peak of 72mmhg and mean peak of 39mmhg. The valve area/index was 0.7cm. The leaflet movements were limited due to calcification.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The following section of this report has been updated: b4, g3, g6, h2, and h6. The complaint for ''post implantation- svd - calcification'' was unable to be confirmed as medical record/imagery were not provided for evaluation. A review of the DHR revealed no indication that a manufacturing non-conformance contributed to the complaint. A review of the IFU revealed no deficiencies. As the device was not returned, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, ''approximately 3 years and 6 months post transfemoral tavr procedure with a 29mm sapien 3 valve in the aortic position, the valve was stenosed.'' Additionally, per the fcs, the perceived root cause of the stenosis was ''calcification likely as the patient was on dialysis''. Patients with chronic kidney disease go through dialysis as treatment. It is well known that patients with chronic renal disease are predisposed to bioprosthetic heart valve calcification. Tissue calcification is a very common failure mode of structural valve deterioration (svd), which can manifest in the form of stenosis. An existing technical summary documents the root cause analysis on valve calcification over the time in patient. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent calcification from occurring in bioprosthetic valves. Furthermore, evaluation of reported complaints for ''valve - calcification'' and ''post implantation - svd - calcification'' did not confirm any manufacturing non-conformances and identified that the proper manufacturing mitigations have been implemented. Additionally, per technical summary, no evidence of a product non-conformance or device malfunction were found in any of the valves returned for these complaints. As such, available information suggests that patient factors (chronic kidney disease/dialysis) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Therefore, no corrective or preventative actions nor product risk assessment (pra) is required.